Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an endovascular aneurysm repair procedure, using an 8fr sheath. Reportedly, when the knot was advanced with the suture trimmer, the suture broke. The suture was cut and removed outside of the anatomy. Manual arterial compression was applied to achieve hemostasis to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.